Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific received information that one of the pt's leads were disconnected. The daily measurements for this epicardial lead had previously been programmed off. Measurements prior to that had been acceptable. It was not known which lead was disconnected. No adverse pt effects were reported. Updated information was received from the field indicating that pacing was programmed off for this lead due to high pacing thresholds. The available information suggests this lead remains implanted.